Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance, high/unstable/variable threshold, no capture, undersensing, and a lead integrity alert was triggered on the atrial lead. It was also reported that patient experienced muscle/nerve stimulation. The lead was occluded and could not be replaced. The lead remains in use. No patient complications were reported as a result of this event.